Event description:
Dealer reported that the spouse called in on the the pt's lift chair. The spouse claimed that the lift chair would not stop lifting when the end user released hand control switch. As the chair lifts up, the spouse claimed the pt fell, causing a broken ankle and bruised face. In servicing the lift chair, the dealer noticed the hand control switch was corroded with food and dirt and had moisture in it.